Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4), upon further review of the event history by the product analysis lab, it was determined that failure code 16:310:903:0002 did not interrupt delivery on (B)(4), 2010 as delivery had already been interrupted by a battery depleted set alarm when the failure code occurred. This submission has been corrected to address the interruption of delivery caused by the battery depleted set alarm.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, interrupting delivery. There was no patient involvement. This user interface module software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a battery depleted set alarm was discovered during product evaluation. This condition was caused by depleted and faulty main batteries. The main batteries and battery harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 16:310:903:0002, interrupting delivery. There was no patient involvement. This user interface module software version of this device is unknown. No additional information is available.